Manufacturer narrative:
Unit received with blank display due to corroded lcd board. Unable to perform functional test including displacement test, basic occlusion test, prime test, excessive no delivery test, occlusion test, delivery accuracy test, self test, unexpected restart error test or verify operating currents due to blank display. Unit received with cracked case at the display window corners and display window. Unit received with minor scratched display window and case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 700 mg/dl at the time of the incident. There was no information provided as to how the customer treated for high blood glucose. The customer was assisted with troubleshooting and determined that the battery cap was damaged. The customer was advised that a replacement battery cap will be sent out. The insulin pump will not be returned for analysis.